Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had an absence of alarms on their insulin pump. Customer stated they went to bed with 17 units of insulin remaining and when they woke up, they did not have any insulin left. The customer stated their insulin pump did not alarm them that they were low of insulin. The customer declined to troubleshoot for the absence of no delivery alarm. It was also found the customer had a lost sensor alarm. Customer's blood glucose was 180 mg/dl. No additional information provided.